Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. On (B)(6) 2014, an intervention was performed to treat a new aneurysm that had developed distal to the previously implanted ctag device and had ruptured. An additional device was implanted for distal extension to treat the new aneurysm. During withdrawal of a gore dryseal sheath, the patient¿s left iliac artery ruptured at the external/hypogastric bifurcation. It was reported the left external iliac artery was calcified and small (measurements unknown but reportedly outside of IFU), and there was resistance during advancement and withdrawal of the sheath. A contralateral leg component was implanted for distal extension on the existing aaa grafts to repair the rupture. Final imaging showed exclusion of the iliac artery rupture, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: patient medications - atenolol, synthroid, hydroxine, sensopar, hydrochloride, amitriptyline, nefidipine, fluoxetine, and atorvastin.